Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she is having issues with her blood glucose going too low son (B)(6) 2016. Customer stated that her health care professional set her basal rate at 84% for 24 hours but the basal rate is going back to 100% before the 24 hours is over. Customer stated that she is gauging the changes with the pump by her blood glucose dropping. Customer's blood glucose was 27 mg/dl at the time of the incident. Customer's current blood glucose is 65 mg/dl. Customer has treated with glucose tablets. Customer's most recent infusion set change was on (B)(6) 2016. Customer was not able to finish troubleshooting. Customer stated that she will call to finish troubleshooting for the low blood glucose and basal rate issue.